Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see related MFR report #3003793491-2013-00628 for autopulse nimh battery with sn unknown.

Event description:
The customer reported to zoll distributor that a fully charged autopulse nimh battery was used but "battery empty" appeared on the screen as soon as the platform started compression. Additional information was received on (B)(6) 2013: manual CPR was administered on the patient. According to archive data, the battery's led was lit green when the battery came out of the charger and 6 hours later. It ran for about 1 minute and 40 seconds. The battery was charged within 2 days before placing it into active operation. It was reported that user advisory (ua) 44 and 13 were displayed on the autopulse platform screen at the time of the issue. No adverse patient sequelae has been reported.

Manufacturer narrative:
Date of event was incorrectly reported on the initial report. Upon review of the complaint record on (B)(4) 2013, it was discovered that the date of event was incorrectly inputted as (B)(4) 2013. The date of event is unknown to the manufacturer and should have been left blank.

Manufacturer narrative:
The autopulse platform in complaint was investigated by a zoll distributor. Investigation results as follows: visual inspection was performed and did not reveal any damages or defects to the platform. Review of archive files was performed and indicate that some battery issues were observed with two autopulse batteries sn (B)(4) and sn (B)(4). However, the customer's reported problem of user advisory 13 and 44 could not be confirmed during archive review. No batteries were returned for evaluation and no problems were found with the platform. Based on the evaluation results, a definitive root cause for the customer's reported complaint could not be determined.